Event description:
Related manufacturer reference number: (B)(4). It was reported that oversensing of noise was detected on the right atrial (ra) lead, and the patient was symptomatic to ventricular pacing. Both the ra and right ventricular (rv) leads were explanted and replaced. The patient was stable before, during, and after the procedure.